Event description:
A (B)(6) female pt contacted zoll customer support to report constant check te pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.